Event description:
The procedure was treating the proximal sfa with atherectomy. The spiderfx was used for embolic protection. After 14 cuts were made, the spiderfx was unable to be retrieved by the delivery catheter or a 5f catheter. Large deposits of calcium were noticed under fluoro. The physician then tried to retrieve it into a 9f introducer, but resistance caused the wire to break off, which left the filter dropping to the internal iliac. The physician ended up stenting the common and external iliac to jail the filter in the internal iliac.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.